Manufacturer narrative:
Literature citation: katsumi doi; tsuyoshi kikuchi; masaharu yasumitsu; haruhiko ikuta. "Post-operative outcome of balloon kyphoplasty (bkp) in osteoporotic vertebral fracture: comparison with percutaneous vertebroplasty (pvp)". 2-p35-7. Mean age: 80.5 years. Four males and 12 females. Date of events is unknown. (B)(6). (B)(4).

Event description:
It was reported in an abstract that a total of 16 patients that underwent balloon kyphoplasty procedures (bkp) to treat pseudoarthrosis following an osteoporotic vertebral fracture at levels t10-l4 were compared with 41 patients who underwent percutaneous vertebroplasty (pvp). According to the report, "cement leakage was observed in 6 patients (37.5%) after bkp. No other complications were observed in patients after bkp." No further information was reported. The type of cement used in these cases was not specified in the abstract.